Manufacturer narrative:
H3, h6 h10: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Visual inspection under magnification of the wand shows extensive erosion of the screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. The device was returned with a cut cable; there are no manufacturing abnormalities visually observed with the returned wand. A functional evaluation is not possible due to a cut cable. The suction line was tested and is clogged by dried parts of tissue; a back flush could clean the line; the suction line performed as specified. The complaint was confirmed and the root cause was associated with the prolonged use of the device. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) rate of ablation (2 ) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy in the mid-way of the operation (subacromial decompression) the surgeon awared the central part of the metal electrode plate disappeared. X-rays were investigated, and a negative was found. It is unknown how the procedure was completed and if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.